Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: the device was not returned but photographs were provided. Based on the photographs provided, nothing remarkable is noted regarding the explanted poly component. -medical records received and evaluation: clinician review of the case indicated that there is no evidence that factors of faulty prosthetic component design, manufacturing or materials were responsible for this clinical situation. -device history review: there have been no reported relevant discrepancies for the referenced lot. -complaint history review: there have been no reported similar events for the lot referenced. Conclusions: the reported instability event was confirmed through the operative reports that were provided. Based on clinician review of the information provided, there is no evidence that factors of faulty component design, manufacturing, or materials were responsible for the two revision procedures for instability in this case. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patient was revised on a left knee due to instability.

Event description:
It was reported that patient was revised on a left knee due to instability.

Manufacturer narrative:
It was noted that the implant was in situ for 8 months. A supplemental report will be submitted upon completion of the investigation. Not available.